Event description:
Follow up information received from the patient reported that there is not a problem with the device, but a problem with the way it was programmed. A change in programming led to the device not working, and a return appointment was performed to resolve the issue. As of the date of additional information the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported she felt like her device might not be working properly and would like to speak to someone. Indication for use included parkinson¿s dual and movement disorders. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.